Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 222 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. Customer stated that they had calibration error and then a change sensor. The sensor glucose value that triggered the suspend event was 45 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The customer was advised to remove and change out the sensor. The customer was advised to return the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used.